Event description:
It was reported that during a hemorrhoidopexy procedure, the device did not staple completely, no further information is available. Sutured by hand. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.